Event description:
Device is eri.

Manufacturer narrative:
The explanted device was not returned for analysis yet. This preliminary analysis is therefore, based on the complaint description only. Since the number of delivered therapies or programmed amplitudes is unk, it cannot be judged whether the battery depletion is anticipated at this point. Once the device was returned for analysis, the root cause for the eri battery status will be inspected.